Manufacturer narrative:
Visual inspection of the returned product showed that the cartridge tip split. There's clear surgical residue/ debris on the product. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the lens and injector were not returned for evaluation.

Event description:
The surgeon inserted a +19.0 diopter cc4204bf plate collamer lens. The cartridge tore the lens during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The lens tearing was caused by the cartridge.